Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was returned in good visual condition. In addition, a bag with four malformed clips was returned along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the reported event of clip malformation. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the clips are not fired properly. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.